Event description:
New information states that the lead was reprogrammed. The patient is doing well.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of atrial over sensing believed to be caused by myopotentials and reproducible in the clinic. Atrial over-sensing was causing ventricular pacing which was then inducing vt episodes. The lead was reprogrammed. Further programming changes were discussed. The patient was stable and doing well.